Event description:
The customer reported being hospitalized due to low blood glucose. The customer was experiencing unexplained low glucose for one day. Troubleshooting was performed. The customer stated that she did not treat her low glucose and lost consciousness. The customer's most recent glucose reading was 400 mg/dl, and she has treated with the insulin pump. Reviewed the programming and found that the customer increased the amount of insulin the day of the event instead of taking the insulin recommended by the insulin pump. The reservoir was showing the same amount of insulin that the status screen shows. Advised the customer to call back if issues persist. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.